Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for non-malignant pain. A loss of stimulation was reported. Impedance values were taken and elevated values were noted on electrodes 02 and 03, in the 2,600s and 3,800s respectively. The rep tried programming on viable options and got zero response. It was noted that the pulse width microseconds and the rate was 80 hertz. Post-operative impedance values were about 1,000 ohms less for pairing than on (B)(6) 2017. Group impedance on electrode 03 was 3,764 ohms, and electrode 13 was 2,761 ohms. Impedance values were taken in different positions with no change. The patient/rep were to follow-up with a healthcare professional. It was reported that the patient felt stimulation post-operative. They had the stimulator off until recently. No stimulation was felt.